Event description:
The tansducer's projectors not holding pressure. They are constantly filling up. Transfducer projector reportedly interferred with proper monitoring of venous pressure, resulting in hematoma of pt. Access.